Manufacturer narrative:
(B)(4). This lot was manufactured august 4, 2014 to august 5, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection noted a black particle approximately 0.10 mm in size embedded in the stress-member. The particle was not in the fluid path, it was embedded in the component material. Fourier transform infrared spectroscopy spectrophotometer scanning was performed, however the particle was insufficient to produce visible signals on the spectra. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a large volume intermate. The device was filled with caspofungin. This was discovered before patient use. There was no patient involvement. No additional information is available. This is report 2 of 2.